Manufacturer narrative:
(B)(4). Conclusion no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair, tension free vaginal tape.

Manufacturer narrative:
(B)(4) - there are two possible devices involved in the event as follows: prolift pelvic floor repair product code (B)(4), batch 3322127, mfg date 07/01/2009, exp date (B)(4) 2012. Tension free vaginal tape product code 810081, batch 3323212, mfg date 06/16/2009, exp date 05/31/2010. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent vaginal excision of mesh due to synthetic mesh exposure, laparoscopic lysis of intra-abdominal and extensive pelvic adhesions, laparoscopic excision mesh around the apex of vagina, laparoscopic bilateral ureterolysis and dissections, laparoscopic vaginal vault suspension by using both uterosacral segments at the level of ischial spines on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6). Additional information: there are two possible devices involved in the event as follows: prolift pelvic floor repair, product code pfra02, batch 3322127, mfg date unk, exp date unk; tension free vaginal tape, product code 810081, batch 3323212, mfg date 06/16/2009, exp date 05/16/2010. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal bleeding and severe dyspareunia.(B)(4).

Event description:
It was reported that the patient underwent surgery on (B)(6) 2009 for the treatment of pelvic organ prolapse and stress urinary incontinence. During the procedure, pelvic floor mesh and a sling were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.